Event description:
Reporter alleged blood glucose measured 369 mg/dl at 12:16 pm, compared back to back with a result of 178 mg/dl performed at 12:18 pm. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.